Manufacturer narrative:
Additional information section d10: the device was received for investigation on (B)(6)2020. H10: received one used list# 011-cl3020, 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger. The returned set was primed with water and leak tested. Leakage occurred through the top cover of the drip chamber at gravity pressure. The drip chamber was microscopically examined and a channel leak was observed around the bonded area between the cylindrical chamber and the top of the chamber. The reported complaint of leakage can be confirmed. The probable cause of the leakage through the top cover of the drip chamber cannot be determined. A device history review (DHR) lot# 4411181 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved an admin set w/chemolock that the customer reported the chemo line was attached to line b and to the bag of paclitaxel. The chemotherapy line was clamped at all times. The chamber started to fill on it's own and was leaking out while the line remained clamped. Also, the account manager mentioned that when he turned the drip chamber upside down and squeezed the fluid, the fluid leaked from the top. The leak occurred before the infusion started. The line was changed and treatment continued as normal. The chemo spill was cleaned up per facility protocol. There was no patient involvement but one nurse had some exposure to the hand.